Manufacturer narrative:
The device will not be returning to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient recently had a cerebral bleed and a driveline infection. The patient was placed in hospice care. While in hospice care the patient and her family decided to withdraw pump support, and the patient expired. The pump was not explanted as the patient's family did not want an autopsy performed.